Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed.analysis was performed and no anomalies were foundthe returned device had foreign material in the connector.the returned device indicated a damaged grommet, a missing set screw and a damaged set screw. (B)(4).

Event description:
It was reported that during implant of the device there was a pacing and sensing issue when putting the lead in the device due to a grommet and setscrew problem. The device was replaced. No patient complications have been reported as a result of this event.